Event description:
Customer reported that t:slim x2 pump battery failed to charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging. Customer planned to follow up after attempting the suggested solution. No further information was received regarding the outcome of the issue. Upon follow-up pump did not begin charging connection not recognized. Caller does not have different charging supplies they can use. No. Cts to send replacement tandem cable and wall adapter via overnight delivery upon approval.